Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and booted up. Functional testing and data download was unable to be performed due to receiver continuously reinitializing. The receiver case was opened for further evaluation. A visual interior inspection was performed and found that the moisture detection sticker has been activated and that there is moisture damage on the main board. Data was downloaded directly from the main board and found screen error alarms. The reported event of an error icon display was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err281. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.